Event description:
It was reported from (B)(6) that for the drill device that the chuck does not close and that the bearing was worn out. It was not reported that the malfunction occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the chuck was seized and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.